Manufacturer narrative:
Device was used for treatment, not diagnosis. Maude user facility medwatch report #mw5039235 attached to this report. Previously reported information was not duplicated if not necessary. Patient information is not available for reporting. This report is for one, unknown guide wire. Catalog number 02.108.340 was reported; however, this number is for the concomitant plate, pediatric lcp hip plate 5.0mm/130°/3 holes, not the complained guide wire. Without a catalog number or lot number, the complained device could not be identified. Other number¿UDI: unknown part number, UDI is unavailable. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation as the reporting facility is unknown and complained device cannot be requested for return. Concomitant medical products: 02.108.340, pediatric lcp hip plate 5.0mm/130°/3 holes. Therapy date (B)(6) 2014. Initial reporting facility information was not provided in the maude report. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude user facility medwatch report #mw5039235 was received by synthes customer quality on jul 5, 2016 and was identified during a synthes post market surveillance group maude database search. Since the reporting facility information was not provided, follow-up could not be performed to obtain additional information regarding this event. This report is for one, unknown guide wire. This report is 1 of 1 for (B)(4).